Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. O2 sensor test failed during pre-use check. According to previously received information in service report, the replacement of the o2 gas module solved the issue. However, due to reoccurrence of the issue, further investigation was conducted. Several attempts were made to repair the device: replacing o2 gas module, o2 sensor cable or air gas module did not yield any results. According to newly received information in service report, the replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. O2 sensor test failed during pre-use check. According to received information in service report, the replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).